Event description:
At 23:00 a fentanyl syringe of 4.5 mcg per hr for 24 hrs was hung via a syringe pump "y"-ed into the tubing to the central line at a rate of 0.18 cc per hr. At 23:05 the nurse went into the pt's room to change the pt's diaper, and the nurse noticed that the entire syringe was empty. The pump was not alarming that it was empty. The pt was given narcan, and her respiratory status remained within normal limits. There was no known injury to the pt. Medical engineering inspected and evaluated the pump. Upon disassembly, it was found that the slide gear assembly was defective. Specifically, several of the gear teeth were missing.